Manufacturer narrative:
Device evaluation: the hawkone was removed from the box and inspected. The distal assembly of the hawkone and the loaded guidewire showed damage. Approximately 37cm of the guidewire was exposed out from the distal tip of the hawkone. At approximately 30cm, the guidewire showed two concurrent loops. Approximately 2cm of the guidewire exposed from the distal tip of the hawkone showed the outer jacket worn away. Biologics were noted on the exposed wire. The rotating tip of the hawkone was curved up along the gw lumen. The proximal end of the gw lumen of the hawkone was protruding up at an approximate 90-degree angle. The housing assembly was bent and showed the guidewire tubing had a longitudinal zipper tear throughout the component. It should be noted excised tissue was noted within the flush mouth. The cutter was advanced within the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a moderately calcified lesion with 90% stenosis the mid superficial femoral artery (sfa). Moderate tortuosity was reported. A 6fr 45cm cook sheath and a 0.014 300cm choice pt guidewire was used. The vessel was not predilated. The IFU was followed. The guidewire was hydrated during prep. The device was not advanced over the bifurcation. Severe resistance was felt during withdrawal. It was reported that the guidewire locked up on the catheter and the physician could not remove the hawkone catheter off the wire. No tip damage or embolization was reported. Both the wire and hawk were removed together and a new guidewire was inserted into the same access site, a post dilation angioplasty was performed. No patient injury was reported. When the device was returned to the manufacturing facility, it was noted to be damaged.